Event description:
A company representative has reported a veering issue and this powered wheelchair and was noted to turn and off and on by itself. There is no injury. It was reported the device will be replaced. Please note any further information will be provided in a supplemental report.